Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot # 73f1500411 was manufactured on 06/22/2015 a total of (B)(4) pieces. Lot was released on 06/26/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. This sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the distal end of the outer tube is bent inwards and the jaws were returned partially closed. The damage to the outer tube prevents the device from firing. The returned sample appears used as there is biological material present on the device. Reference the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip "file pic_anp1900059839 for investigation photos. Other remarks: a corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not ligating when loading" was confirmed based upon the sample received. The sample was returned with the distal end of the outer tube bent inwards and the jaws partially closed. Functional testing could not be performed since the damage to the outer tube prevented the device from firing. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips are not ligating. There was no patient injury.